Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual examination identified a hole in the ra setscrew seal plug. Magnified inspection of the device¿s header revealed that the df+ spring contact was pushed down into the lead barrel. Due to this dislodgement of the spring contact component, the rv lead was not able to make appropriate contact with the device. Boston scientific has formed a cross-functional team to further investigate this anomaly.

Event description:
Boston scientific received information that during a lead revision procedure this device was explanted and replaced as there was something in the right ventricular (rv) lead port preventing proper insertion of the new rv lead. No adverse patient effects were reported.